Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a2; b4; b5; b7; g3; h2; h10. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, eight (8) days post-implantation, the patient presented with pain and it was revealed that the articular surface had dislocated. The patient underwent revision surgery the next day to replace the bearing component. Due diligence is in progress for this complaint; to date no further information has been provided.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, seven days post-implantation, the patient presented with pain and it was revealed that the articular surface had dislocated. The patient underwent revision surgery the next day to replace the bearing component. Due diligence is in progress for this complaint; to date no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: lps-flex option femoral d-l: catalog#00596401451, lot#65355645; ng ps mic pre st tib plt sz2: catalog#00598002702, lot#65521126. Report source: foreign: china. Customer has indicated that the product is in process of being returned to zimmer biomet for evaluation. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection for the returned device found the locking features to be flared out and the proximal and distal surfaces show some damages. The device also exhibits damage nicked / gouged in various area. An intra operative video was provided and shows that the device has disassociated. Device history record was reviewed and no discrepancies related to the reported event were found. Primary operative notes state there were no intra-operative complications. X-ray images were assessed but not sent to mmi as the background of the or obscures the view of the implants in the x-rays. Sending the images would not enhance the investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.